Event description:
The customer reported that the insulin pump had a motor error alarm about a month prior to the call. The customer did not recall any significant events leading up to the motor error alarm. Customer did not recall her blood glucose level at the time of the incident. The customer reported that she was able to clear the motor error alarm and continue usage of the device. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The unit was unable to prime during the prime/a33 test due to a faulty back pressure sensor. No motor error alarm was noted. Motor passed the motor test. The unit had a minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.